Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment investigation summary: the sample is not available. Provided x-ray images demonstrate two overlapping stents with poor resolution inside the vessel. 120mm stents have a similar length; however, a length measurement is not possible because of missing adequate scaling information. A pta balloon is visible, but the real length of the pta balloon is not known. Both stents appear irregular in strut structure; a closer description is not possible due to poor image quality. Stent shortening cannot be confirmed but the investigation leads to confirmed result for irregular deployment/ stent deformation for both stents. In this case the vessel was not tortuous/ calcified, system compatible 6fx11cm introducer with 0.035" guidewire were used for access, and the lesion was not predilated. Slack was removed before deployment, the introducer was secured against moving, and the intended placement site seen between the markers before deployment. The user did not experience difficulty during deployment. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for irregular deployment/ stent deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described. In particular the IFU state: prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension. Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter. The IFU further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement using lifestent. It was reported that the lifestent was shortened after deployment, and this was seen as the surgeon used a post dilatation balloon 5x120. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement using lifestent. It was reported that the lifestent was shortened after deployment, and this was seen as the surgeon used a post dilatation balloon 5x120. There was no reported patient injury.